Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., g.3., h.6. Device evaluation: analysis of the returned device identified a crease fold, a deformation, and the weight was to the spec. Cloudy and bubbles in the gel were observed after the autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii-IV". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii-IV".

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii-IV". Device remains implanted.